Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient reported she sees an air bubble in her insulin infusion set tubing. She said she changed the insulin cartridge yesterday. The patient was instructed to disconnect from her infusion headset and prime the air bubbles from her tubing. The patient went through 12 prime functions before priming the air bubbles out. She stated she used room temperature insulin to fill her cartridge. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.